Event description:
An error 1000 indicates that an error in the charging circuit occurred which could impact delivery of therapy. No pt involvement reported.

Manufacturer narrative:
(B)(4): an error 1000 indicates that an error in the charging circuit occurred which could impact delivery of therapy. No pt involvement reported. The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.